Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores under the ECG electrodes. It was reported that the patient had diabetes and was prone to getting sores. The patient's physician recommended that the patient remove the device to let the sores heal. Follow-up indicated that the sores were healing.